Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument breakage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. No broken or missing components were observed. The instrument was connected to the in-house harmonic ace generator and an error message was observed. The complaint regarding an instrument breakage was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. In addition, scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace jaw suddenly broke. The customer used a backup harmonic ace. The procedure was completed using with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon and surgical assistant were able to remove the fragment using the endoscope. There was no additional surgical procedure needed to remove the fragment. There were no post-operative tests performed. The surgeon believes the breakage was caused by a quality problem. The instrument was inspected prior to use with no damage observed and was used for about 1 hour during the procedure. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An advance failure analysis (afa) engineer reviewed the images from the failure analysis testing that was performed for the harmonic ave the associated with this event. Based on the images, there were no obvious fragments missing from the distal end.